Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the available iegm extract revealed artifacts on the farfield and the rv channel, which led to oversensing as well as an inappropriate shock. As reported in the complaint description, the signals appear to come from an external source as the frequency is around 50hz. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information

Event description:
It was reported that the shock impedance was out of range (greater than 150 ohms). It was decided to replace the lead.